Manufacturer narrative:
No product was returned for inspection, but photos were provided. The locknut was seen in pieces no longer attached to the component. It cannot be determined why the locknut cracked and the complaint cannot be confirmed. It is possible that post manufacturing mishandling could have led to locknut cracking. The DHR for the final assembly and the lock nut molded components were reviewed and no ncmrs were generated during the manufacturing of the product. Customer complaints filed for the past two years were reviewed for other occurrences of lock nuts cracking. Other complaints have been filed for this defect but were not confirmed. In both complaints, locknut cracking occurred after end user use and the used product was returned with locknuts cracked off the trifurcated adapter. It was determined that the user likely over torqued the female into the locknut, but the parts were found to be within specification. No further action will be taken at this time.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the luer lock on the 4-lumen y-tubing frequently cracked and broke, putting patients at risk for infection or disconnection of critical medications. There was patient involvement with unknown patient harm/adverse event reported.